Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be high to specification. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. This valve had the graphite process applied.